Event description:
A report was received that the patient's ipg is implanted too deep and the patient is having trouble charging. The physician repositioned the ipg and sutured it down to prevent the ipg from moving.